Manufacturer narrative:
The user facility stated they utilized the cmax surgical table hand controls to articulate the table back to the appropriate position and the procedure was completed successfully. The table was removed to service. A steris service technician arrived on-site, inspected the table, and was unable to re-create the reported event. The table was confirmed to be operating according to specification. The table was installed at the user facility in 2007 and all maintenance is performed by the user facility. User facility personnel notified the steris technician that the table will not be returned to service.

Event description:
The user facility reported their cmax surgical table drifted during a patient procedure. No injury, procedure delay, or cancellation occurred as a result.